Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Advised facility that a new x-ray tube is required. Customer stated they would get tube from 3rd party and they would replace the tube. Service call closed.

Event description:
It was reported that the 9800 system is getting a kv error when the system is booted up. They also mentioned that they had an arc from the tube when doing pm service on the c-arm. No patient injury was reported.